Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff observed a kink and the iab was not inflating after insertion. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate, an ¿check iab catheter¿ alarm occurred. The condition of the iab as received indicated a kink in the catheter tubing. We are unable to determine when the kinks occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in ¿check iab catheter¿ alarm. The evaluation confirmed the reported problems. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint# (B)(4).

Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff observed a kink and the iab was not inflating after insertion. The iab was replaced and therapy was provided. There was no reported injury to the patient.